Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker pocket incision had been infected since implant and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted. A new crt-p system was implanted 3 days later. The right atrial (ra) lead was not replaced. No further patient complications have been reported as a result of this event.